Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Five treatments were performed in a severely calcified, 99% stenosed, 3.0 mm, straight segment lesion in the mid right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad). Imaging had been performed, but was not clear. The oad made contact with the tip of the viperwire advance guide wire several times. While performing the last treatment, contact was made between the oad and guide wire, and the radiopaque tip was sheared off. The tip fragment was left in the distal rca. As there was no coronary snare, no attempt was made to retrieve the 2.5 cm fragment. Due to patient history, the patient was sent for surgery to remove the tip fragment and coronary artery bypass graft (CABG). The following morning, after the CABG procedure and removal of the fragment, the patient was stable, recovering in the cardiac rehabilitation unit.